Event description:
It was reported that an alert for lead dislodgement, increased capture threshold, and decreased r-wave amplitude were observed. The lead was repositioned successfully. The patient was doing well post-procedure.